Event description:
A pioneer catheter was inserted into a pt for the treatment of a tortuous sfa lesion. It was reported that the physician may not have prepped the device thoroughly. The physician inserted the device into the pt and the needle would not deploy. The physician removed the device from the pt and was able to deploy the needle, however the needle was unable to be retracted. Another pioneer was used to complete the case. The pt is fine.

Manufacturer narrative:
(B)(4). Eval summary: no obvious kinks other than a bend at the hypotube transition at about a 30 degree angle. The needle is partially deployed approx 5mm. The handle is in the locked and undeployed position. The needle advancement knob and all other components appeared normal and all bonds and screws are intact. The tip of the needle was found bent back at the tip. Attempt to deploy and retract the needle was not successful and the unit could be seen to flex along the length of the shaft. The bend at the hypotube was straightened and some movement of the needle was possible, though not significant. As bends and the shaft were straightened, the needle was able to be fully deployed however; full retraction of the needle was still not possible. Potential root cause may be related to the multiple bends and the kink at the hypotube may have introduced interference between the needle and the needle housing preventing full retraction of the needle.